Manufacturer narrative:
For 2 of the 3 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 1 of the reported events, the flow sensor was replaced, to resolve 1 of the reported events, the needle valve kit was replaced. For 1 of the 3 reported events, the checkout of the unit was performed by a third party distributor. (B)(4).

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that model 1009-9000-000 anesthesia gas machine experienced inaccurate delivery. 2 events reported for delivering excess tidal volume. 1 unit was reported for the gas proportioning system not operating as expected, causing the potential of a hypoxic mix of gas delivery. These reports were received from various sources. Of the 3 events, 3 did not involve patients.